Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. A partial lead was returned in ten pieces. Visual inspection found an external insulation abrasion breaching the outer insulation with missing outer coil, inner insulation, and inner coil in this region proximal to the suture tie impression. The cause of the reported event was due to external insulation abrasion consistent with friction to device can.